Event description:
It was reported that the right ventricular lead had low impedance and switched from bipolar to unipolar. It was also reported that there were ventricular high rate but no electrogram to determine if they were true events, double counting or noise. The lead remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The 146 low impedance paces noted pre-lead warning on (B)(4) 2010.